Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Patient code: no code available for endoleak. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 19mar2019: when pulling trigger wire, the graft moved. Patient outcome: additional information received on 19mar2019: the patient did require any additional procedures due to this occurrence: extra proximal graft added. According to the initial reporter, the patient did experience any adverse effects due to this occurrence: graft remain in bad position. Still type 1 leak.

Manufacturer narrative:
Manufacturers ref#: (B)(4). H6) method code: 4117 - device not accessible for testing. Summary of investigational findings: a patient was treated for dissection and had a tevar procedure. During this procedure, when pulling the trigger wire the stent graft was reported to be launched in an unusual and dangerous way. The patient had an additional proximal stent graft implanted, but the stent remained in a bad position with a type 1 leak. A photo was provided and reviewed by an imaging expert. The provided photo was a left anterior oblique image after proximal and distal trigger wire was released. Per imaging review, sealing stent deployment tipped towards the inner aortic curvature in a flowered configuration is observed. Although the sealing stent deployed parallel along the outer aortic curvature, it had expanded in a flowered configuration towards the inner aortic curvature such that the inner aortic curvature sealing stent apices were perched perpendicular to rather than parallel with the inner aortic curvature. Impressions from the imaging review states that the delivery system still was in contact with the outer aortic curvature despite moving 30mm distally after deployment. Usually a delivery system would move towards the central lumen or even the inner aortic curvature when settling or retracting distally. Significant memory in the guidewire and inner cannula and possibly more inferior tortuosity held the delivery system along the outer aortic curvature. Because this also would have been present as the sealing stent was released, it would have prevented the outer aortic curvature stent apices from flaring simultaneously with the inner apices. The device history record was reviewed with no evidence to suggest that this device was not manufactured according to specifications. According to instruction for use avoid twisting the endovascular graft, never rotate the introduction system during the procedure. Allow the device to conform naturally to the curves and tortuosity of the vessels. An exact cause of event cannot be determined from the provided information. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) p180001. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During procedure the stent launched in an unusual and dangerous way. Unknown, requested but not yet provided.